Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03171. The patient has 2 scs systems. It was reported the patient is experiencing pain at his scs ipg pocket site with and without system stimulation. Subsequently, the physician prescribed a topical analgesic for the patient. Additionally, the patient was advised not to use the analgesic when charging his scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.